Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 3 patient samples tested for troponin t quantitative. Based on the data provided, 2 patient samples were erroneous. Each patient was tested on an h232 instrument and compared to a cobas 8000 system. Both the results from the meter and the results from the cobas 8000 system were reported outside of the laboratory. It is noted that the incident was "first noticed" on (B)(6) 2015. The data provided indicated patient 1 was tested on (B)(6) 2015 and patient 2 was tested on (B)(6) 2015. Clarification regarding these dates has been requested. The customer used strip lot 28211815 and strip lot 28211810 on the h232 meter. It is not clear which results were obtained with which strip lot. This mw will cover strip lot 28211815. Refer to medwatch with patient identifier (B)(6) for information on strip lot 28211810. On (B)(6) 2015, patient 1 initial troponin t quantitative result was 382 ng /l. The result from the cobas 8000 system was 507 ng/l. On (B)(6) 2015, patient 2 ((B)(6)) initial troponin t quantitative result was 286 ng /l. The result from the cobas 8000 system was 106 ng/l. No adverse event occurred. The patients are in stable condition. It was noted that strip lot 28211815 and strip lot 28211810 expire 04/2016. The h232 serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the unites states. The customer returned the h232 instrument. A specific root cause was not identified.